Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 around 3:00 pm for hyperglycemia and high blood glucose levels. It was reported that the customer had high blood glucose levels of 20 mmol/l, 22 mmol/l and over 30 mmol/l. The customer experienced symptoms related to high blood glucose levels included parched, and high urination. It was reported that the customer's glucometer read too high and the customer did not remember exact blood glucose levels value. Prior to the hospitalization the customer treated high blood glucose levels with manual injections. The customer reported that the significant events that led to the hospitalization was that the blood glucose levels would not decrease when using the insulin pump. The customer reported that the reason of the hospitalization was high blood glucose levels and kidney failure. It was reported that the customer was given intravenous drip at the hospital. Troubleshooting was performed. The customer reported that the drive support cap was normal. The customer does not alleged that the insulin pump was over delivering insulin. The insulin pump alarmed constantly no delivery during the prime test. The customer reported that the reservoir was also leaking and had insulin inside of it. It was reported that the customer experienced no delivery alarms when noticing his high blood glucose prior to the hospitalization. The customer was advised to replaced out the insulin pump. Product is expected to return for analysis.